Event description:
Information received from hcp indicates device was explanted after an implant duration of approximately nine (9) years. The patient was noted in stable condition having tolerated the procedure well.

Manufacturer narrative:
Additional manufacturer narrative - attempts to obtain additional information or device were unsuccessful. Without receipt of the device or additional information the reported clinical observation cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a mitral bioprosthetic valve that was explanted due to calcification after an unknown implant duration. Attempts to obtain additional information have been unsuccessful.